Event description:
Boston scientific received information that this system will be extracted due to pocket erosion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Five days later, the system was explanted. It was noted on the explant paperwork that the erosion progressed into a pocket infection. No additional adverse patient effects were experienced.